Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was placed on antibiotics on an unspecified date for an unspecified infection by their primary physician. The antibiotics reportedly resulted in an increased inr value. On (B)(6) 2016, the patient experienced gastrointestinal bleeding and their inr was 4.4. The patient was transfused 6 units of packed red blood cells. The patient¿s inr on (B)(6) 2016 was 2.1. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.